Event description:
Reportedly, during a procedure on a pt the handpieces used failed to seal. A full seal cycle was made however when the device was removed the seal failed. According to the report there was a large amount of bleeding form a high risk pt. Perhaps as much as 250 to 500 cc's of blood. The doctor said there were no further complications and the pt was fine 2 days post operative.